Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated she had 2 hypoglycemic attacks in the last three weeks. She received a blood glucose reading of 267mg/dl on the contour usb. She gave herself insulin and 55 minutes later her blood glucose went down to 49mg/dl and she was almost comatose. She passed out and a relative gave her some juice. Her medication will be changed from novacare 7030 to long acting and nova log short acting insulin. Customer was advised to return the strips. New meter and strips were sent to her.